Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic keto acidosis on (B)(6) 2018 with blood glucose level was 500 mg/dl. Customer experienced symptoms such as they feels annoyed. The customer stated other blood glucose value was 400 mg/dl, 402 mg/dl, 421 mg/dl. Customer was using manual mode. The customer was treated with insulin drip, manual injection. Customer does not allege pump was under delivering. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.